Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) with atrial tachy therapies, a red fault screen appeared. The screen stated that the device had pacing and single zone tachy therapy available. The device was explanted, replaced and returned to guidant for analysis.